Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A supplemental report is being filed as additional information was received in product investigation result. It was stated that the as reported observation was not confirmed with testing performed with the device. There's no change in the MDR decision. No additional adverse patient effects were reported. Boston scientific received information that during device check it was noted that this implantable cardioverter defibrillator (ICD) had a remaining less than three months. Moreover, it was observed that the decrease in this ICD longevity was variable for a couple of months. Boston scientific technical services (ts) then explained that likely this could be due to voltage, impedances changes and percent pacing fluctuations. Further, this ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Boston scientific received information that during device check it was noted that this implantable cardioverter defibrillator (ICD) had a remaining less than three months. Moreover, it was observed that the decrease in this ICD longevity was variable for a couple of months. Boston scientific technical services (ts) then explained that likely this could be due to voltage, impedances changes and percent pacing fluctuations. Further, this ICD was explanted. No additional adverse patient effects were reported.